Manufacturer narrative:
The damage found was sustained during the surgical procedure. The reported event of low lead impedance was isolated to the conductor shorting in the connector region due to the procedural damages. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, there was difficulty moving the stylet through the lead. The lead did not move smoothly when inserted in the lead. After positioning the lead, it was noted that the lead exhibited low impedance. When attempting to reposition the lead, the stylet became entangled inside the lead lumen. The lead was not used and a new lead was implanted. Patient was stable throughout.